Manufacturer narrative:
The tech found the site rail lower pivot bolt was missing. The most likely cause is force such as the side rail being ran into an object during transport. The tech replaced the side rail lower pivot bolt to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail would not latch. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).